Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. The patient had a small in diameter external iliac limb (less than 8mm). It was reported that the patient presented with a cold right foot and CT imaging revealed an occlusion in the right limb extending up into the flow divider. A type I endoleak was also observed. The patient was taken to the or and underwent open repair and implant of another manufacturer¿s device with partial explant of the endurant device. It was noted that the physician sewed to the proximal portion of the bifurcated stent graft below the third stent ring, to the left endurant limb, and to the right external iliac artery; the rest of stent graft was removed. The physician stated that the cause of the event was anatomy related. The physician also noted that there was not a good proximal seal zone without using a snorkel or sacrificing the left renal artery, therefore, the physician elected to perform an open repair. The right external iliac artery was also too small to use a 10mm limb. No additional clinical sequelae were reported and the patient is fine.